Manufacturer narrative:
Surgical intervention performed.

Event description:
It was reported that the patient with this subcutaneous implantable cardioverter defibrillator (s-ICD) system received inappropriate electric shocks due to oversensing. Troubleshooting options were discussed and recommended. Subsequently, a revision procedure was performed and the s-ICD was explanted and replaced, while the electrode still implanted. No additional adverse patient effects were reported.

Event description:
It was reported that the patient with this subcutaneous implantable cardioverter defibrillator (s-ICD) system received inappropriate electric shocks due to oversensing. Troubleshooting options were discussed and recommended. Currently, this s-ICD system remains in service and no additional adverse patient effects were reported.